Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control recommended that the customer removed the device from service because it is no longer under warranty. The customer advised that the unit would be removed from service and disposed of locally. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.